Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "prosthesis undone" (rupture).

Event description:
Healthcare professional reported left side "prosthesis undone" diagnosed via mammogram. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Visual evaluation: device photograph(s) for the device related to the reported event of rupture was requested on august 06, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side "prosthesis undone" diagnosed via mammogram. The device has been explanted.